Event description:
The device was returned to the manufacturer for analysis. Device registration records reveal that the pt expired in 2002. Cause of death is unknown as of the date of this report. A follow-up report will be sent if additional information becomes available to company.